Event description:
It was reported that the customer went swimming with the pump on. Subsequently, the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.